Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that the cause was determined to be that the battery was moved by chiropractor manipulating the ipg site. It was reported the case is waiting for authorization then will be scheduled.

Manufacturer narrative:
A correction was made. This event is both an adverse and product event. Product event has been added to reflect most updated information received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that during physical examination they could see how the ipg was poking out and it was tender. The ipg pocket must have been broken by the chiropractor. Ipg repositioned surgery was waiting on medical clearance since oxygen saturation was below normal parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that it was painful and there was tenderness to touch at the site of the implantable pulse generator (ipg). Patient stated that after a chiropractor visit her battery felt like it was poking out and she started feeling pain there. The healthcare provider examined the area an determined a pocket revision and possible ipg replacement was necessary to remedy the issue. Battery was checked and impedances were tested, and all were normal. Patient was still experiencing therapeutic stimulation. Issue was not resolved at the time of the report. Surgical intervention was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no actions/interventions were taken. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was unresolved at the time of study closure.